Event description:
The report rec'd indicated that the pt underwent successful carotid artery stenting. A few hours after the procedure, the pt could not move arms (fingers could be moved). The physician checked by echo, however, there was no anomaly at the target lesion where the stent was placed. The physician believed there was a possibility that debris flew to the periphery, which caused the symptom. Further info indicated that the embolism in some branches diverged from the middle cerebral artery; MRI confirmed it. The physician decided to monitor the pt for a while and anticoagulant was administered for the paralysis. The paralysis recovered in 24 hrs. Further info indicated that during the procedure, the angioguard's delivery and the stent placement were successful. There were no anomalies or malfunctions identified on the devices. The procedure included treatment of a lesion from the right internal carotid artery to common carotid artery.

Manufacturer narrative:
The product is not available for evaluation. A review of the device history records relative to the manufacturing, inspecting and packaging of this lot was performed. The history records indicated this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products involved in the same pt and reported under manufacturing number: 9616099-2008-02194. Additional info will be submitted within 30 days upon receipt.